Manufacturer narrative:
Integra has completed their internal investigation on nov/27/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; no issue highlighted. The instrument is compliant with the manufacturing specifications and passed the electrical test. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the handle is compliant with the manufacturing specifications.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported an electric arc at the extremity of the forceps which does not allow to use it. The product was in contact with the patient, no patient injury or death alleged and the event lead to an increase of surgery time of 5 minutes. The reported event happened twice within 2 weeks with 2 different devices. Additional information has been requested.